Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. Prior to inserting any mitraclip devices, while performing groin puncture, a bright color of blood and blood pumping out of the puncture needle was observed. It was noted that this was an indication of atrial puncture. A guidewire and fluoroscopy were then used to confirm that the puncture was venous. It was confirmed, and the procedure was continued. A mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to trace. However, after removing the sgc, severe bleeding from the groin was observed. It was noted that the sgc had worsened the bleed. A vascular surgeon was then consulted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported blood loss and perforation of vessel was unable to be determined. The reported patient effects of blood loss and perforation of vessel, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.